Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. Product part of the clinical literature search is socket repair membrane. No lot number or item number was specified. This single complaint was reported with multiple events. Title of the literature: beck, t. M., & mealey, b. L. (2010). Histologic analysis of healing after tooth extraction with ridge preservation using mineralized human bone allograft. Journal of periodontology, 81(12), 1765-1772. From the article, one site in the early healing group and two sites in the delayed healing group presented with signs of potential infection at the 7- to 10-day postoperative follow-up. No further information surrounding patient status or patient outcome was provided. The background of the study by beck and mealey (2010) investigated bone healing after tooth extraction when ridge preservation was performed using mineralized human bone allograft. The background highlights that significant alveolar bone loss typically follows extraction, and ridge preservation aims to mitigate this. The researchers compared healing outcomes at approximately 3 months versus 6 months post-extraction. Both time points showed similar results[?]around 45% new bone formation ]with no significant difference in residual graft material or connective tissue.